Event description:
The lawsuit alleges that on or about 3/12/95 the plaintiff suffered acute anaphylactic shock as a result of wearing latex gloves and by being physically near others wearing latex gloves.